Event description:
It was reported that the left ventricular lead dislodged during the implant attempt. The lead was removed and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis found normal device characteristics.